Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the, insulin pump had keypad anomaly. The customer stated sticky button issues ongoing since middle of july but issue had gotten worse over time. Trouble shoot was performed. The insulin pump did not receive a stuck button alarm. Customer stated all buttons had to be pressed multiple times to get a response. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer was advised to remove battery from insulin pump and replace with recommended new or fully charged battery, customer stated buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.